Event description:
It was reported "the dust cap was found came off during use on the patient". It was reported there was no patient injury. The extension line was clamped and the catheter was replaced. The issue was detected within 24 hours of catheter placement. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the dust cap was found came off during use on the patient". It was reported there was no patient injury. The extension line was clamped and the catheter was replaced. The issue was detected within 24 hours of catheter placement. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 2-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter body. Visual analysis revealed that the proximal extension line separated directly adjacent to luer hub. Portions of the molding were still visible inside the luer hub. The extension line appeared rough and jagged at the point of separation. The catheter length measured 217mm, which is within the specifications of 207mm-227mm per product drawing. The proximal extension line outer diameter measured 2.17mm, which is within the specifications of 2.13-2.21mm per product drawing. The proximal extension line inner diameter measured 1.4224mm, which is within the specifications of 1.420-1.500mm per product drawing. Functional inspection was performed per the instructions for use (IFU) provided with this kit, which states "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". The distal extension line was flushed using a lab inventory syringe. The line flushed as expected. No leaks or blockages were observed. A manual tug test confirmed the distal extension lines was secure to their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU pro vided with the kit kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.